Event description:
Philips received a complaint by the customer on the v60 indicating that the device had a cooling fan alarm error during patient setup. The cooling fan was not spinning at the back of the device; no obstructions were present. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service as the device had a cooling fan alarm error during patient setup. The cooling fan was not spinning at the back of the device; no obstructions were present. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and replaced the cooling fan, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.